Manufacturer narrative:
(B)(4). Conclusion: this report is being filed as it cannot be concluded that recurrence would not result in an adverse event.

Event description:
Report per (a) (MDR#3030677-2010-00027). AED would not power on.